Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm tubing was defective / damaged mother was admitted to the hospital in the early hours of the morning of the 5th and was given an indwelling needle in the labor and delivery room. After going to the labor and delivery ward later, it was found that the indwelling needle extension tube was leaking and was replaced with a new indwelling needle.

Manufacturer narrative:
The customer returned 1 video and 1 defective sample. The video shows that the indwelling needle is in the process of infusion, and the middle of the extension tubing is leaking. The defective sample shows: the sku is 383012, the batch code is 3136555, the middle of the extension tubing is broken, the fracture surface is inclined and flat, there is no pinch mark on the surface of the extension tubing where it is not broken, the two buckles of the pinch clamp are in alignment, and the clamping parts of the pinch clamp are smooth. Please see attachment for the photos. DHR/bhr review (lot #3136555): this batch of products were assembled at intima ii auto line 4 in july 2023, and packaged at cfs package line in july 2023. Work order quantity was (B)(4). Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. Cause analysis: the video shows that the indwelling needle is in the process of infusion, indicating that there is no leakage of the extension tubing during the process of exhaust and puncture. The two buckles of the pinch clamp are in alignment, the clamping parts of the pinch clamp are smooth, and there is no pinch mark on the surface of the extension tubing where it is not broken, indicating that the fracture of the extension tubing has nothing to do with the pinching of the pinch clamp. The fracture surface of the extension tubing is inclined and flat, indicating that the fracture of the extension tubing has nothing to do with the pull strength of the extension tubing, because if the extension tubing is stretched and broken, the extension tubing will be deformed and the fracture surface will be irregular due to plasticity. The fracture of the extension tubing is suspected to be caused by sharp objects during the indwelling of the indwelling needle. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process, and no similar complaints have been received from other hospitals about this batch of products. Through the review and analysis of the returned video and returned sample, it is confirmed that the extension tubing itself has no quality problems, and the fracture of the extension tubing is suspected to be caused by sharp objects during the indwelling of the indwelling needle., the specific process is unknown.

Event description:
No additional information provided.